Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ping meter is giving inaccurate erratic readings of "7.3, 3.3, 6.9, 3.4, and 3.3 mmol/l." The patient's diabetes is managed with an insulin pump. The patient reportedly developed low symptoms immediately after obtaining the alleged inaccurate reading of "7.3 mmol/l" on (B)(6), 2010 at 11:59 pm and "3.3 mg/dl" 2 minutes later. On (B)(6), 2010 at 12:37 am, the patient reportedly tested at "6.9, 3.4, and 3.3 mmol/l" on the subject meter. The readings were performed within 3 minutes of each other. There was no alteration to the patient's diabetes management at the time of concern. In addition, there was no allegation of medication intervention for severe hypoglycemia or hyperglycemia due to the product issue. According to the troubleshooting performed with customer service, the readings were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported as a malfunction due to the alleged inaccurate issue. The patient¿s symptoms began during the onset of the inaccurate issue. There was no indication that the patient received inappropriate treatment at the time of concern. Hence, there is no evidence that the patient suffered a serious injury due to the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (9/24/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 and (B)(4) 2010 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.